Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Channel retainer detached. The analysis results found that device (a) was received with the clamping mechanism damaged and with a cartridge loaded in the device. The cartridge was received fully fired. In addition, several staples partially formed were present in the channel. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and channel retainer and the shroud where the retainer engages were found broken. It is possible that the device was clamped over excessive tissue causing higher stresses in the clamping mechanism resulting in the components detaching. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).the batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received with the clamping mechanism damaged and with the anvil detached. An unfired reload was present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the conditions of the internal components and channel retainer and the shroud were the retainer engages were found broken. It is possible that the device was clamped over excessive tissue causing higher stresses in the clamping mechanism resulting in the components detaching. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # j5gk43: mfg date 05/22/2012; exp date 04/22/2017.

Event description:
It was reported that during a vats lobectomy procedure, both devices were closed on to the lung tissue and fired. Upon firing the device anvil became detached from the hinge and the device opened. The surgeon commented that in the first instance the tissue was thick, however, in the second incident there was nothing unusual about the tissue. Procedure was completed with same like device. No adverse event on the patient.